Manufacturer narrative:
The device was not returned for analysis; therefore, the event cause could not be determined. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
It was reported that during a flow diversion treatment of an unruptured saccular cavernous carotid aneurysm, the physician reported that the pipeline embolization device did not open. The physician forced the pipeline forward with the wire forcing the pipeline not to open properly. The capture coil was bending into the device and not allowing wall apposition for fully opening. The physician removed the device by trapping the partially deployed device between the microcatheter tip and the capture coil. No patient injury was reported as a result of this procedure. The pipeline was not returning because it was discarded.